Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Manufacturer narrative:
The device history record for valve was reviewed and showed that this device met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted these events. Conduction disturbances such as complete heart block (chb) are known potential adverse effects. The asystole was reported to have been caused by the chb. This is a known treatment with the risk-benefit ratio in favor of the percutaneous aortic valve (pav). Paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions, and a conclusive cause could not be determined from the limited information available.

Event description:
Medtronic received information that during pre-balloon aortic valvuloplasty (bav) prior to the valve implant, a transesophageal echocardiogram (tee) revealed mild to moderate paravalvular leak (pvl) and a ventricular septal defect (vsd). During the procedure, the patient required CPR and medical management to treat asystole due to no pacing capture. The patient converted back to complete heart block (chb) and the pacing rate was increased. Additional information was received that the patient had a permanent pacemaker implanted one month post implant for unresolved complete heart block. No additional adverse patient effects have been reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.